Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the customer had instrument engagement issues on universal surgical manipulator (usm) 3. Prior to calling, the customer replaced the drape and instrument in usm3 with no change. There were multiple errors 22020 confirmed in the logs preceded by one error 23137 in logs on usm3. The technical support engineer (tse) walked the customer through the instrument and endoscope removal from the patient side cart (psc) and an emergency power off (epo) of the psc with no change. Despite further troubleshooting attempts, the issue persisted. The procedure was then converted to another da vinci system component and completing as planned with no patient injury reported. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse noted 23008 errors and 22020 errors indicating universal surgical manipulator (usm) 3, upon system start up. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure of errors 22020, 23137 and hard 23008 errors upon boot up of system, was confirmed and reproduced. The unit was tested on an in-house system and failed normal mode. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, fiber, and direction tests but failed carriage strength and sensor test on dof 8. The instrument sterile adapter (isa) and dof 8 rotor and gearbox will be replaced as a fix. A review of the event verification via logs confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: error 23137 and error 22020. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to usm3 issues. Furthermore, field service engineer (fse) replaced the universal surgical manipulator (usm) 3 to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.